Manufacturer narrative:
(B)(4). It was connected to a generator, when activated with a test instrument it resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn no conclusion could be reached as to what caused this issue. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that prior to an unknown procedure, the transducer doesn't work. The screen has a error message: change transducer. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. It.